Event description:
The customer reported that the system locked up during use. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply was evaluated and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.